Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the el5ml device was received in good visual condition. A bag with two malformed clips was returned along with the instrument. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was cycled and nine conforming clips were fed and formed; however, the tip of the advancer was noted to be bent. Finally, the instrument locked out as intended. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device.

Event description:
It was reported that during an unknown procedure the devices did not fire properly. Unknown how the procedure was completed. There was no patient consequence. There is no further information about the event.